Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they spoke with the doctor and they reported that the patient may be cycling their therapy or forgetting to charge at appropriate intervals. They are scheduled to see the patient in person, but does not believe that anything is wrong with the implant.

Manufacturer narrative:
B3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the device was shutting off unexpectedly which they discussed with the manufacturing representative (rep). Patient reported the rep said they would set the device up in the low configuration because it had been shutting down pretty often. This did not resolve the issue. Patient indicated the device turns off after about a week. It reviewed this may be normal based on device use and programming and patient may need to consider charging more frequently. The patient also reported they have been having incontinence for about 2 months and they think the device is no longer working. Patient stated they have the sensation that they need to go to the bathroom but when they go they don't at all and that has given them incontinence. Patient has an upcoming appointment with their managing health care provider on 2024-may-06, but was not sure if a rep will be there. The patient also mentioned a 2nd surgery which they had to reschedule. It was attempted to clarify if this was an upcoming revision surgery to the device or something unrelated. The patient's response was not clear and it was also not clear if the 2nd surgery already occurred or is planned for the future. The rep was contacted per the patients request.